Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. During analysis, the device was started in an application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. Subsequently, the downstream sensor was replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump could not recognize the cassette. No patient was involved in this event. No adverse effects were reported.